Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a homechoice automated pd set with cassette appeared cracked. This occurred before use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to h4: device manufacture date: 06/03/2021 (previously submitted as ni) h10: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a slip back between the tubing and port were observed. The reported condition was verified. The cause of the condition was related to the automated assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.